Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout image. A definitive root cause for the poor quality image event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or short circuit to the connector board due to flooding. A definitive root cause for the blackout image event could not be identified. Based on the results of the investigation, the most likely cause was not established. The poor quality image event can be prevented by following the instructions for use which state: instructions olympus gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ? Please read before use should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an e237 (scope error). The issue was found during inspection for use of the device. There was no patient involvement.